Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. An 0xaa alarm was observed in the download data, indicating that the total number of bluetooth low energy resets after pod in filled state exceeded threshold. No timeouts or drive stalls were observed during in the download data. Investigation of the device did not find any damages or deficiencies that would have caused the hazard alarm. The cause of the alarm could not be determined. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was while activating the pod the patient reported being unsure if the cannula was properly seated in the infusion site. The patient reports their blood glucose level was over 250 mg/dl. The pod was not worn.